Event description:
The customer reported being hospitalized due to high blood glucose levels. The customer declined troubleshooting. The customer only wanted to know if there was a recall on the infusion sets that he was currently using . Advised the customer that there was no recall. The customer stated that he would call back if he wanted to conduct troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.